Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.